Manufacturer narrative:
Block b3: date of event unknown. Approximated several weeks prior the manufacturer becoming aware of the event. Additional suspect medical device components involved in the event: product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: n/a batch: 26287597.

Event description:
It was reported that the patient experienced inadequate stimulation and the return of their tremors from their deep brain stimulation (dbs) device. Attempts to reprogram were performed but were unsuccessful and experienced capsular side effects. Computed tomography (CT) scan taken exposed the lead was anterior and lateral per the physicians assessment. The patient underwent a procedure where the dbs lead and burr-hole cover were replaced and was tested providing adequate stimulation. Physical analysis of the dbs lead and burr hole cover was not performed as it was discarded by the facility. The patient did well post-operatively.